Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle already detached from the swage at the beginning of the procedure on the patient while it was passing through the trocar. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Customer: (B)(6) op-leitung, adm: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle comes loose from the reinforcement point without any apparent reason or force being applied. No patient outcome. There were no patient consequences reported. Additional information was requested.